Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an upper procedure performed on (B)(6) 2023. The anatomical location of the procedure is unknown. During the procedure, the clip was passed down the scope, and when it exited the scope, it deployed without the nurse initiating it. The clip deployed but remained attached to the catheter stem, allowing the clip to be removed. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an upper endoscopy at an unknown location. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly detached from the bushing; however, it's still attached to the control wire and with evidence of soft deployment. Microscopic examination was performed, and it was found that the locking tab was opened. No other problems with the device were noted. The reported event of clip prematurely deployed was confirmed. It is possible the clip had evidence of soft deployment since the clip was detached from the bushing but still attached to the control wire. Also, after a microscope analysis, it was found that the capsule had both sides damaged and lifted, consequently, the root cause of the clip assembly detachment. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Manufacturer narrative:
Imdrf device code (B)(4) captures the reportable event of clip premature deployment during an upper endoscopy at an unknown location.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an upper endoscopy procedure performed on march 17, 2023. The anatomical location of the procedure is unknown. During the procedure, the clip was passed down the scope, and when it exited the scope, it deployed without the nurse initiating it. The clip deployed but remained attached to the catheter stem, allowing the clip to be removed. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.